Manufacturer narrative:
(B)(4). Batch # n56r4x. Additional information requested but unavailable: can you please clarify the first device issue of "battery problems". Did the device have any power at all? If yes: was any portion of the target tissue stapled or cut when the stapler stopped working? If yes, were the staple line and cut line approximately equal in length? Can you please clarify how the second device "didn't staple". Did the device deliver a cut line? Or did the device lockout (no staples deployed and no cut line deployed)? The analysis found that one pse45a device was returned with no apparent damage with an ecr45b cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bariatric procedure, the surgeon experienced malfunctions. The 1st echelon, battery problems, 2nd echelon45, didn't staple. Unknown how case was completed. There were no adverse consequences for the patient.